Event description:
Subject was not resuscitated. The date of the incident is unk. (B) (4).

Manufacturer narrative:
Method: device internal memory and ECG reviewed for this incident. Conclusion: subject was in a non-shockable rhythm (asystole), no shock was advised/no shock delivered. Device did not cause or contribute to outcome.